Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon noticed lens tear after insertion into the eye. Lens was removed with no pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Lens work order search. Visual inspection of the returned product found one plate haptic has several tears. A piece of the other plate haptic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. No conclusion can be drawn. Based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).